Event description:
Dr took a biopsy of the pt's rotator cuff repair in an attempt to determine the cause of redness; drainage; and pressure after the patch was implanted. All cultures were negative and the pt was completely healed at the two month examination. It is reported the pt was a carpet installer with a massive tear in the rotator cuff.